Event description:
Additional information received from the consumer reported during their first surgery the physician tried to put the leads in but had an obstruction, so one lead went off to the side and couldn't get in. As a result the consumer was sent to another hospital where they had a laminectomy in order to get the leads in correctly for their feet. It was further reported on (B)(6) 2016 the consumer turned their device on and saw an icon in the middle on the top row which indicated the implantable neurostimulator (ins) was low.

Manufacturer narrative:
Concomitant medical products: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that they needed 3 surgeries to get their device implanted. During the first surgery they were not able to get the leads in correctly so they were referred to stanford. During the second surgery they were again not able to get the leads in correctly. The patient had a third surgery were they performed a laminectomy and then were able to successfully implant the leads. The first surgery took place in (B)(6) 2011. It was noted that the patient had a bump inside their vertebrae. The patient was indicated spinal pain. No cause or serial numbers were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.